Event description:
It was reported the distal end cover had two caps come out of the box damaged and one fell off during procedure. The procedure was completed successfully using a good cap. The cap that fell was successfully recovered there were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated d4 to (B)(6) .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal end cover was used without being properly attached and dropped off due to the load. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.